Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative (rep) indicated the pump segment of the catheter was replaced on (B)(6) 2014. There was good flow of cerebrospinal fluid (csf) and the healthcare provider (hcp) was able to easily aspirate via the catheter access port (cap). On (B)(6) 2014 the pump was interrogated in the emergency room (ER). The patient said the pump had alarmed, but was no longer alarming. The logs were normal. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient currently receiving lioresal (500 mcg/ml at 25 mcg/day) via an implantable pump. The indication for use was intractable spasticity and familial spastic paraparesis. On (B)(6) 2015 it was reported that the patient had previously had one fracture and one kink of the catheter. This reporter did not have any additional information regarding the events and did not know what drug was in the pump at the time of the events as she was not managing the patient when they occurred. Further follow-up was conducted with the patient's prior pump managing physician to obtain additional information regarding this event; however, as of the date of this report, no additional information has been received.